Event description:
Customer reported that several client's pts rec'd some degreee of burn and / or crusting on the skin during a laser hair removal procedure. This was reported due to the fiber not locking into position properly in the handpiece.